Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for complex regional pain syndrome type I and spinal pain reported via the manufacturer's representative (rep) they were out with their husband and came home and their programmer displayed a power on reset (por). It was noted the patient's husband was terminally ill and hadn't charged in at least two weeks. The patient tried to charge the device and got the por again. The antenna locate (al) feature was used and the patient got a normal recharge screen. The patient charged their device to half full and met with the rep. At the physician's office on (B)(6) to have the por cleared. The implant was turned on and the patient stated oh this feels wonderful! The patient was educated on the importance of recharging regularly.